Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer attempted to remove the wall adapter from the outlet, the adapter broke resulting in being unable to charge the pump with the wall adapter. A replacement adapter was sent to the customer. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.